Manufacturer narrative:
Block e1: initial reporters facility name is univesity of occupational and environmental health hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure to treat esophageal stricture performed on (B)(6) 2026. During the procedure, attempts were made to inflate the balloon at the target location, but the balloon failed to inflate. Upon removal from the endoscope and examination, a pinhole was found. The procedure was completed with another cre pro gi wireguided dilatation balloon device. There were no patient complications reported as a result of this event.